Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was noted on the right ventricular lead three hours post initial implant procedure. Upon interrogation, high capture threshold was observed. Hence, lead revision was performed and the right ventricular right ventricular lead was tried to be repositioned. During the procedure to reposition the lead, the helix failed to retract. The physician tried to turn the lead body and attempted to remove it, however the attempt was unsuccessful since it was positioned at the complicated tissue near tricuspid valve. The right ventricular lead was explanted and replaced. There were no patient consequences.